Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, patient underwent percutaneous vertebroplasty for osteoporosis vertebral fracture. During surgery, right balloon in the vertebral body was ruptured. It was happened because the balloon was continued to expand at only soft way in vertebral. Sales rep suggested that bkp surgery should be stopped to confirm how it was going on in the middle of performing but surgeon decided to continue process a little more and it was happened. Vertebral body was conscientious washed and cement was filled up. The surgeon commented he should have stopped to confirm it when the sales rep suggested that before. Product came in contact with the patient. No patient complications were reported. The balloon was ruptured.